Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. Additional information was received from the patient¿s family that the physician stated the patient did not need the ipg system and it was only implanted for temporary use. The patient¿s family stated review of medical records revealed the infection was behind the device and there was also a sore behind the device. The patient¿s daughter stated the patient died following the explant procedure and stated a blood clot developed in the patient¿s right shoulder as a result of the device replacement procedure. No additional details were provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).